Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No trace of moisture was noted on the electronic or motor assemblies per visual inspection. The insulin pump has cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported that the customer had high blood glucose levels of about 190 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the insulin pump was exposed to water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.